Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up interrogation, the screen was zoomed and some information was positioned on the top left corner, while the opening screen is still visible. Normal follow-up could not be performed and the programmer was replaced. The screen was recalibrated but the issue remained.

Event description:
Reportedly, during a follow-up interrogation, the screen was zoomed and some information was positioned on the top left corner, while the opening screen is still visible. Normal follow-up could not be performed and the programmer was replaced. The screen was recalibrated but the issue remained.